Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with tip protector in a bubble bag was received for the report. The sample was visually inspected and found to be nonconforming with clear foreign material inside the port, on the port face and on the needle around port. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all three tests. However, an abnormal noise was heard during actuation. The probe engine was disassembled, and the components inspected. The diaphragm, spacer, top o-ring are all intact. Bottom o-ring has inner and outer diameter damage. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint the complaint evaluation does not confirm the probe had cut failure and confirms a strange sound. An exact root cause for a strange sound could ne be determined from the evaluation performed; however, a manufacturing related potential contributor factor was identified, damaged was observed on the o-ring and cannot be ruled out for the cut problem and abnormal sound as reported. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the reported cut failure was not confirmed, and an exact root cause for a strange sound could not be determined from this evaluation; however, a non-conformance was completed for the damage observed on the o-ring. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutting failure of a probe occurred during surgery. A strange sound was heard. It was unknown whether the surgery was completed or not. The procedure type was unknown as well. The condition of aspiration and actuation was unknown. There was no patient impact.

Manufacturer narrative:
Correction information provided in d.4 and h.11. Lot number was updated to unknown. The manufacturer internal reference number is: (B)(4).